Event description:
It was reported that a male patient underwent a non- ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac perforation requiring surgical intervention. It was reported that during a non-ischemic vt case, a cardiac perforation was noticed in the patient. When mapping epicardially, the thermocool® smart touch® sf bi-directional navigation catheter made it inside the right ventricle, from outside. When they were maneuvering the thermocool® smart touch® sf bi-directional navigation catheter, they noticed that the catheter was displayed posteriorly on the screen. The catheter was pulled back and deflected. At which time, the catheter appeared to be pointing into the map itself, inside the map. The cardiac perforation was confirmed via the ultrasound system. The patient was admitted to the operating room, for open-chest surgery, in order to suture the catheter and pull it out. The patient was in stable condition before being admitted to the operating room. It is unknown at this time if the patient was still in stable condition. Additional information was received. The bwi representative provided clarification for the initially reported information of, "the patient was admitted to the operating room, for open-chest surgery, in order to suture the catheter and pull it out.¿ during mapping in the epicardial space the catheter was observed moving in a direction that it was not normally observed. Catheter movement was stopped and using intracardiac echocardiography (ice), the catheter was observed inside the right ventricle chamber. This was confirmed by flushing the catheter at high speed and observing the increased irrigation flow inside the right ventricle chamber. The procedure and catheter manipulation were then halted, and cardiothoracic surgery consulted. The patient was moved to the operating room for pericardial window and catheter removal. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure not a biosense webster, inc. Product malfunction. Patient condition includes previous ohs (open heart surgery). Other relevant history includes patient was having a vt ablation. No therapy delivered, patient continues to have vt. Had chest tubes post thoracotomy requiring extended care. The patient outcome of the adverse event is unchanged; recovered no residual effect. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was not performed. There was no evidence of steam pop. The event occurred during mapping. An irrigated catheter was used in the event, the flow setting normal basal rate. Correct catheter settings were selected on the generator. No ablation performed so the pump was not switching from low to high. No error messages were observed on biosense webster equipment during the procedure. Catheter was not zeroed. The parameters for stability were 3sec-3mm 25%/3gm.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30818416l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).